Manufacturer narrative:
The complaint of catheter breakage is confirmed. The characteristics of the damage found on the complaint sample are consistent with a tensile break in which the elastic strength of the catheter has been exceeded. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. At this time the mechanism of damage is undetermined. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
The white tubing broke. Removed all pieces from pt.